Event description:
During cath stent procedure, the luer lock hub of catheter disconnected. This case was a near miss. Diagnosis or reason for use: cm splenic artery aneursym that has progressively elarged.